Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his buttons were getting stuck on the insulin pump. Customer stated that the pump does push his reservoir out properly but it gets stuck and does not completely push the insulin through the tubing. Customer stated that he gets a no delivery during the time he is pressing and holding act to fill the tubing. Customer has been having high blood glucose readings. Customer stated that the damage is on the side by the glass and by the battery port where the reservoir goes into the pump. Customer stated there are cracks around the edges of the reservoir compartment and on the reservoir window glass. Customer's blood glucose was 320 mg/dl at the time. Customer stated that he possibly dropped the pump when his blood glucose was low. Customer had a low blood glucose level below 40 mg/dl on (B)(6) 2016. Customer treated with a few fruit snacks, a sandwich, protein, and bread. Customer's blood glucose went below 65 mg/dl. The pump will need to be replaced.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window. The pump also had intermittent button response due to corroded keypad traces. The pump was programmed with a 2.0 unit fixed prime with water in the reservoir. The water did exit the infusion set.